Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the adhesive of a cleo® 90 infusion set would not stick. The patient's blood glucose levels were 140mg/dl at the time of the event. To address the high blood glucose levels, the patient administered a bolus using his pump. The patient "eventually" was able to insert a new site successfully. No permanent injury was reported. See MFR: 3012307300-2017-01180, 3012307300-2017-01181, 3012307300-2017-01183, and 3012307300-2017-01184.